Manufacturer narrative:
The report of non-functioning keypads was confirmed on six of the seven returned keypads. Received two used pn: (B)(4) bd alaris pc unit front case assemblies and five used pn: (B)(4) bd alaris pc unit front case assemblies. Physical inspection of the seven returned front case assemblies was performed. All seven were found to be bd-approved parts. No damage was seen. An internal inspection was also performed. Each layer of the front case was removed and inspected for anomalies. Broken traces were discovered on four of the seven keypads and fluid contamination was present on all keypads. Log analysis was not applicable. Serial number (B)(4) - when tested, the pc unit would turn on when the keypad was plugged into the test fixture. All led¿s functioned as intended except the watchdog led would not illuminate during post. Watchdog led would intermittently flash when the area below the system on button was pressed. All keys functioned properly. After disassembling the keypad, dried fluid was observed across several traces. Serial number (B)(4) - when tested, the pc unit would turn on when the keypad was plugged into the test fixture. All led¿s functioned as intended, except the watchdog led would not illuminate during post. The system on button was intermittent. The unit would power itself on if the area below the system on button was touched. All keys functioned properly. After disassembling the keypad, dried fluid was observed across several traces. Serial number (B)(4) - when tested, the pc unit would turn on as intended. All led¿s worked as intended. All keys functioned as intended. After disassembling the keypad, dried fluid was observed across several traces. Serial number (B)(4) - when tested, the pc unit would turn on. All led¿s worked as intended. The following keys were unresponsive; silence, s6, 1, 4, 7, and clear. After disassembling the keypad, it was discovered that the trace on the flex cable was broken on conductor one nearest the keypad. Dried fluid can be seen on several traces. Serial number (B)(4) - when tested, the pc unit would not turn on. Ac power led was not illuminated. After disassembling the keypad, it was discovered that the trace on the flex cable was broken on conductor one nearest the keypad. Dried fluid can be seen on several traces. Serial number (B)(4) - when tested, the pc unit would intermittently not turn on. Ac power led was also intermittent. All other keys functioned as intended. After disassembling the keypad, it was discovered that the trace on the flex cable was broken on conductor one nearest the keypad. Dried fluid can be seen on several traces. . Serial number (B)(4) - when tested, the pc unit would not turn on. Ac power led was not illuminated. After disassembling the keypad, it was discovered that the trace on the flex cable was broken on conductor 1 and 2 nearest the keypad. Dried fluid can be seen on several traces. . Keypads that pass functionality testing are tested three times to check for intermittency. An extensive investigation for this issue has been previously performed and completed. Primary root causes for keypad malfunctions are inadequate cleaning process and design. The unresponsive pc unit keypads occur due to corrosion and damage to the circuit layer when fluid ingresses to the bottom right quadrant of the keypad, where the flex cable bends to the backside of the front cover. Fluid ingress causes cracks in the flex cable section of the keypad and corrosion of the silver traces, resulting in trace interruption identified as an open or short circuit, ultimately leading to unresponsive keypad keys. Device history review: serial number (B)(4) service history record showed the device had a manufacture date of 02/23/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/23/2020. It indicated that this device had not been previously returned for service. A review of the production failure records was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source devices. Serial number (B)(4) service history record showed the device had a manufacture date of 02/22/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/23/2020. It indicated that this device had not been previously returned for service. A review of the production failure records was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source devices. Serial number (B)(4) service history record showed the device had a manufacture date of 02/23/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/23/2020. It indicated that this device had not been previously returned for service. A review of the production failure records was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source devices. Serial number (B)(4) service history record showed the device had a manufacture date of 02/23/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/23/2020. It indicated that this device had not been previously returned for service. A review of the production failure records was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source devices. Serial number 15498641 service history record showed the device had a manufacture date of 02/25/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/23/2020. It indicated that this device had not been previously returned for service. A review of the production failure records was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source devices. Serial number (B)(4) service history record showed the device had a manufacture date of 02/25/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/23/2020. It indicated that this device had not been previously returned for service. A review of the production failure records was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source devices. Serial number (B)(4) service history record showed the device had a manufacture date of 02/23/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/23/2020. It indicated that this device had not been previously returned for service. A review of the production failure records was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source devices. Qn database p/n (B)(4). A qn database search was performed on pn (B)(4) bd alaris front case with keypad assembly. There are two quality notifications opened for p/n (B)(4); there was one quality notification related to this complaint. Qn database p/n (B)(4). A qn database search was performed on pn (B)(4) bd alaris front case with keypad assembly. There are nine quality notifications opened for p/n (B)(4); however, there were no quality notifications related to this complaint. Only keypads were received for investigation.

Event description:
It was reported that ssy fr case w/ keypad 8015 m2 is being replaced for a nonfunctional keypad. There was no patient involvement.